Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 450 mg/dl. The customer's mother reported that they gave correction for the high blood glucose. The customer's mother reported that they had to change the site to able to bring the blood glucose down. The insulin pump will not be returned for analysis.